Event description:
Patient has noise on near field of rv lead. Hm reports numerous fast nst recordings. Device therapy was turned off on (B)(6) 2025. Lead remains implanted at this time. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.